Event description:
It was reported that the patient experienced overstimulation and a burning sensation. The patient reported that when she turned the stimulation on it took a moment to "kick in", then it felt good, then she got a painful burning sensation and the muscles in her hand would clench. The physician told the patient he had done all that he could, and it "seemed like a device issue." Additional information has been requested, but was not available as of the date of this report.